Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient is getting a MRI due a problem with their device/therapy. The caller indicated they had a super slow internet connection and was unable to look up the ordering physician or the reason for the MRI. The caller indicated that something is loose with the patient's system. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the MRI tech called back and indicated the MRI is not going to be done to check on the suspected device problem. The caller stated the ins is not working and the caller does not know how long it has not been working. The patient also indicated that nobody wants to touch her ins. The caller also noted that the patient has had back pain for the past few years. No further information was reported.